Manufacturer narrative:
H4: the device was manufactured from october 3, 2019 - october 4, 2019. H10: the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs revealed ruptured bladder. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. There was no patient involvement. No additional information is available.